Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) had no audio output, so no alarms would sound. Re-seating the audio cables resolved the issue. No patient harm was reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) had no audio output, so no alarms would sound.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, (B)(6) reported the alarm sounds on the cns (pu-621ra sn:560) were off. Service requested troubleshooting/assistance. Service performed troubleshooting discovered the audio cable was not fully connected. Audio cable was reseated and the system was alarming. Investigation result the root cause is determined to be user error in improper cable connection. Issue was resolved upon reseating the audio cable. Failure of the audio does not prevent alarm indicator to light up. Additionally, this issue does not affect cns ability to monitor patients and display information. Corrected information: g4. Date received by manufacturer: should be 07/10/2018 not 08/08/2018 as listed on MDR initial report.

Event description:
The biomedical engineer reported that the central nurse's station (cns) had no audio output, so no alarms would sound.